Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that 2 weeks ago that the patient did not feel the stimulation from their implantable neurostimulator (ins) in their leg like they did before. The patient stated that the stimulation did not block the whole leg. It was also reported that the patient had grand mal seizures for the last 2 weeks and had one 10 days ago in a car. It was noted by the patient that "didn't know if was in a weird position but the one leg that goes down and used to go to ankle and now knee". Follow up information received from the healthcare professional (hcp) reported that the patient was planning reprogramming with the manufacturer's representative. It was noted that the patient's neurologist had been managing and changing medications pertaining to the seizure issue. The cause of the change in stimulation in leg coverage was not determined. The patient had not followed up with the hcp at the time of this report. The indication for use for the implanted device was noted as spinal pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.